Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found lens haptic broken, and bent. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+2.5/105 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to excessive vauting on the same day. On (B)(6) 2016, the lens was exchanged for the shorter lens. The problem was resolved.